Event description:
Code 90 called. Pt pacer for insertion noncapture or sensing pt transferred to ccu for higher level of care. Pt now 100% paced needs automatic implantable cardioverter/defibrillator but is refusing same at present. Pt had no neuro deficits and did go home.